Event description:
Complaint received from baxter sales rep. Customer reports that leakage was detected coming from the connection near the injection site when using a bd syringe to deliver morphine. There was no reported patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
A request for the return of the device has been made, should the reported device be returned and evaluated, a follow up report will be submitted.